Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were issues with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 2 date of submission 1/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/10/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The insulin on board was found to functioning properly but the pump information for the complaint date was overwritten therefore the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Unrelated to the initial allegation, it was observed that the battery compartment was cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
On 12/3/2015, the reporter called back and provided clarifying information: on (B)(6) 2015, the patient placed an empty cartridge in pump to program pump and forgot to put insulin in cartridge afterwards. The patient went without insulin delivery for three days. The patient was hospitalized on (B)(6) 2015 in diabetic ketoacidosis, with a blood glucose over 600 mg/dl. The patient was treated with IV fluids and insulin injections, and has resumed treatment with the same pump. There was no indication of any pump malfunction. Customer support attributed the bg excursion to training/misuse. This complaint is now being reported as the patient's user error led to the development of dka.